Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 78 mg/dl. The customer stated that the buttons are not working, bolus stopped. The customer was asked if recalls any significant events leading to the keypad anomaly and patient said no. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.